Manufacturer narrative:
(B)(4). The analysis found that one ec60 device was returned with the clamping mechanism damaged and with no cartridge reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the internal components and the closing trigger was found broken in the area where it latches with the closure link. The broken piece was not received for analysis. Furthermore the closure link pin was out of position. While no conclusion could be reached as to how the closing trigger became damaged, and the closure link pin to be out of position it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No damaged on jaw was noted during visual inspection. The reported event could not be confirmed as no cartridge reload was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a bypass roux-en-y procedure, the stapler used in the gastroplasty presented defect, not holding the tissue to perform the stapling. When removing the reload not fired, the defective unit exteriorized a small metal cylinder. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.